Event description:
During an otherwise uneventful novasure procedure, a vasovagal reaction lead to a cardiac arrest that required resuscitation; cardiac activity was successfully established 20 seconds later without short or long term patient sequela.